Event description:
A jagtome rx and an autotome rx sphincterotome were used during endoscopic retrograde cholangiopancreatography (ercp) procedure. It was reported to boston scientific that the jagtome was inserted into the scope to cannulate common bile duct (cbd) and the physician was able to close it. "The physician was not able to close it the second time as it would not tighten back up again. An autotome was inserted over the existing wire from the jagtome and the autotome would not flex at all." The physician completed the procedure with another of the same device. At the conclusion of the procedure, the patient's condition was reported to be "stable." The subject device was returned to facility for the eval. The investigation results revealed that the cutting wire and the extrusion of returned autotome was burnt and blackened. This event was assessed as a reportable on may 21, 2008 based on this investigation results.

Manufacturer narrative:
A review of the device history record and lot history for the lot revealed no related issues to this complaint. The autotome was received in a separate ziploc bag with another device. Residue was present on the device to indicate use. A visual eval found that the working length was twisted, tip cracked and the exposed cutting wire appeared burnt/blackened (figure 1, page 3) and melted the extrusion at the distal pierce hole (figure 2, page 3). Since the product is 100% inspected during manufacturing, the twist and crack observed in the returned device are most likely due to customer handling during the procedure. It appears that the cutting wire had overheated and melted the extrusion near the distal pierce hole creating a tear, measuring approximately 6 mm in the extrusion. Most likely due to the higher power setting of the generator, the cutting wire may have overheated (blackened/burnt) and melted the extrusion near the distal pierce hole. The tear at the distal pierce hole altered the exposed cutting wire length to become shorter, which now measured approximately 12 mm, and now is outside the manufacturing specification of 20 mm +/- 2 mm. The shortened cutting wire hindered the device from bowing when activated with the handle. Therefore, the reported complaint of not flexing (bowing) the device is confirmed. The most probable root cause is operational context since the failure of the device is due to the higher power settings of the generator. The directions for use (dfu) instructs the physician to use the appropriate power settings and also provides references for the power settings. MDR reference number: 3005099803-2008-00861.